Event description:
It was reported the pt ((B)(6)) experienced loss of stimulation due to invalid lead impedances. Subsequently, surgical intervention was undertaken to explant and replace the lead. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.